Event description:
It was reported that an asymptomatic patient presented in clinic during a follow up for far field oversensing on the atrial lead, which was stored on a real time egm. Programming changes were performed and corrected the oversensing issue. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.